Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 1.0 assay performed on unspecified dates. The customer reported a false positive with the ID now covid-19 1.0 assay on an unspecified date on an oral nasopharyngeal sample. Confirmation testing was performed on an unknown date via pcr (platform: cobas 8800) which generated a negative result on an unknown sample type. Although requested, no additional patient information was provided.

Manufacturer narrative:
B3: although the exact date was not provided, the customer provided two (2) separate date ranges of when the false results were obtained ((B)(6) 2022). B5: starting (B)(6) 2024, after completing a local validation study, the customer indicates the same swab that was used for the ID now analysis was reused for confirmation testing with the cobas pcr. The protocol for reusing the same swab for cobas pcr is unknown. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.